Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: expired life expectancy of cr board. Based on the results of the investigation, due to the expired life expectancy of cr board, the settings cannot be saved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited display goes off and alarm goes on. The issue had occurred during a therapeutic laparoscopic holedocistectomy surgery that was completed with a competitor device. There were no reports of patient harm.